Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Original description of event: as reported, two zilver flex 35 biliary self-expanding stents, from different lots, were placed on (B)(6) 2019 in the mid-to-distal superficial femoral artery via access in the right common femoral artery using another manufacturer's 4 french micropuncture kit. The device was flushed prior to use. The patient's anatomy was reported as having "some tortuosity". The stents were reportedly "delivered correctly" and were dilated before and after placement. It is unknown if resistance was encountered during the procedure. The 68 year-old male patient, with a history of smoking, became symptomatic on (B)(6) 2019, with restenosis and thrombosis of the leg. Upon follow up, a type 2 or type 3 fracture was discovered in one of the stents. It is unknown which lot number was involved. Angioplasty was performed and another stent was implanted to "cover up" the fractured section of the device. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, and manufacturing instructions was conducted during the investigation. The complaint device was not returned; therefore, a visual inspection was not possible. A supplier investigation and document-based investigation evaluation were performed. Manufacturing and quality control processes were reviewed, and no gaps were discovered. There is no evidence to suggest that the product was out of specification and no evidence that nonconforming product exists in house or in the field. The IFU states that the intended use of the device is for use in palliation of malignant neoplasms in the biliary tree. The IFU warns that the safety and effectiveness of the device for use in the vascular system have not been established. The IFU does not address pre- and post-dilation of the stents. Based on the results of the investigation, cook has concluded that the most likely cause of this event is off-label use, as the IFU warns that safety and effectiveness of the device have not been established for use within the vascular system. The stent was also pre- and post-dilated, which is not addressed in the IFU. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product lot # (MDR): 8704728 or 9017504. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, two zilver flex 35 biliary self-expanding stents, from different lots, were placed on (B)(6) 2019 in the mid-to-distal superficial femoral artery via access in the right common femoral artery using another manufacturer's 4 french micropuncture kit. The device was flushed prior to use. The patient's anatomy was reported as having "some tortuosity". The stents were reportedly "delivered correctly" and were dilated before and after placement. It is unknown if resistance was encountered during the procedure. The (B)(6) year-old male patient, with a history of smoking, became symptomatic on (B)(6) 2019, with restenosis and thrombosis of the leg. Upon follow up, a type 2 or type 3 fracture was discovered in one of the stents. It is unknown which lot number was involved. Angioplasty was performed and another stent was implanted to "cover up" the fractured section of the device.